Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Updated information received via returned product. Visual inspection of the returned tibial plate identified that the plate has fractured into two pieces, likely the result of trying to explant the device after the reported loosening. Pieces of trabecular metal are missing along the fracture location, likely the result of trying to pry the device out. There is also a significant gouge on the anterior edge of the plate. Foreign material is present on both the proximal and distal surfaces. Minimal bone growth is present on the trabecular metal. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). Device history records were reviewed and no deviations or anomalies were found. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It was reported that the patient was revised due to loosening of the tibial plate, but this cannot be confirmed. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient was revised due to loosening of the tibial component.